Event description:
Sus voluntary event report: mw5072830 I had 2 level lumbar surgery l4-s1 on (B)(6) 2017. I was told by the neurosurgeon to use this device for 2 months to help with the fusion/bone growth process. I started on (B)(6) 2017 and stopped after 40 days of daily use. The device automatically shuts off after 30 minutes and allows only daily use. It is programmed. The device covered all of my lumbar and thoracic spine areas. Slowly over this time, I noticed a lot of weakness/pain in the bones especially the sacrum, hips, t-spine and ribs, neck and down to the ankle joints. Around the ankle joint, I feel I would fracture the bone. I also faced extreme fatigue during the time I used this device. It is my belief that it worsened or weakened areas of my spine i.e. Neck and thoracic spine which already have degenerative disc disease/arthritis.